Event description:
It was reported that during a supply change the user did not observe drops at the fill tubing stage and noted fluid leaking from the cartridge slot; the patient was confirmed disconnected and a fresh supply change was completed successfully, with the affected part identified as the cartridge investigation of this case revealed evidence of leaking at the cartridge interface, with no device alerts or alarms reported. Symptoms included no reported clinical effects. Outcomes included no functional limitation or need for medical intervention. It was concluded that the supply change resolved the issue and normal operation was restored.